Event description:
It was reported that a ventilator gave an 1134 error code indicating a blower stall. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by a philips international field service engineer (fse). The fse replaced the blower assembly, motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba to resolve the issue. The fse also replaced battery assembly. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Update to b.5: the international philips field service engineer (fse) reported a ventilator gave various error codes indicating a ventilator stall. Additionally, the ventilator battery was failing to charge. The fse confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.